Event description:
Procedure: bilateral total capsulectomy. Immediately upon entering right breast pocket, free silicone gel was noted throughout the area. Removed along with implant. Identical procedure performed to left side. Implant was found to be totally ruptured on left side as well. Extended severely lateral into the axilla and lateral axillary fold. Implant removed.